Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. However, the insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump was received with cracked battery tube threads and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump passed fixed prime. The customer stated that they were having issues with bent cannulas. The insulin pump will be returned for analysis.